Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30597640l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that the patient suffered cardiac tamponade at the end of the procedure, probably caused by radio frequency applications in the right superior pulmonary vein. After cardiac tamponade, the patient's pressure decreased. A pericardiocentesis was performed, quickly restoring the patient's normal blood pressure. The patient remained stable during pericardiocentesis and the pressure returned to normal values shortly. Other medical intervention was required such as an ultrasound to confirm the tamponade. The surgery was delayed about thirty minutes due to the reported event. The procedure was stopped, and the necessary medical measures were taken to solve the tamponade. The procedure was not successfully completed. Additional information was received on (B)(6) 2021. It was reported that this adverse event was discovered during use of biosense webster products. The patient did require extended hospitalization because of the adverse event, as he needed hospitalization for one day to prevent complications. Generator information reported was a smartablate ref: m4900103, sn: (B)(4). The visitag module was used and the parameters for stability were: 3, 3, 25%, 3g. Additional filter used with the visitag was red vector at force 35g and red alert at force 40g. A transseptal puncture was performed with a brk-1 abbott needle. There was no evidence of a steam pop. The event occurred during the ablation phase. A smarttouch sf catheter was used in the event and the flow setting was irrigation low flow 2ml, high flow 17ml. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The physician¿s opinion regarding the delay is that it did not contribute to a death or a serious injury to the patient.